Event description:
A surgeon reported post op patients with a little more inflammation, noted at one day post op lasik procedure. The patients were treated with difluprednate four times daily to prednisolone eye drops four times daily. The inflammation resolved with treatment in all case, and the patients are doing well. No further information is expected for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).